Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was explanted due to premature battery depletion (pbd). No additional patient adverse effects were reported. The device was returned and is currently undergoing detailed analysis. A supplemental report will be provided upon completion of analysis.